Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the pump back on. No unexpected post-reset alarm, history pointers failed, or trace pointers are invalid alarms were noted. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple pump error. The customer¿s blood glucose level was 61 mg/dl. Customer was able to clear the alarm. Customer state that they were not able to rewind the insulin pump. The insulin pump will be returned for analysis.